Event description:
It was reported that, during a meniscus suture procedure, the fast-fix 360 curved t1 got stuck on the first deploy, and t2 was not deployed. T1 was successfully removed from the patient with tweezers. Surgery was completed with a back-up device instead. It is unknown if there was a delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle to the tip but will only return to the pre-t1/post-t2 position. An analysis of the customer provided image found the device on top of the packaging with the suture outside the needle. The image is too blurry to distinguish the implant from the suture. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inadvertently bending of the needle/ overmold assembly, debris in the needle or an application of unintended inappropriate or excessive force to the device). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information on b5 & h6 - health effect - impact code corrected data on g4 - PMA/510(k)number & h8 - usage of device. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. An analysis of the customer provided image found the device on top of the packaging with the suture outside the needle. The image is too blurry to distinguish the implant from the suture. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that, during a meniscus suture procedure, the fast-fix 360 curved t1 got stuck on the first deploy, and t2 was not deployed. T1 was successfully removed from the patient with tweezers. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.